Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the his lead exhibited high thresholds in several attempted positions. The his lead and catheter were removed, and intraoperative damage was observed on the lead and the catheter. A replacement lead was successfully implanted with no issue. No patient complications have been reported as a result of this event.